Manufacturer narrative:
(B)(4). Date sent: 09/09/2016. (B)(4). The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining 10 clips were dropping due to the condition of the jaws, the anti-backup feature was non-functional; finally the instrument locked out as intended. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the handle posts were noted to be broken; it is known from the history of the device that this condition may lead to ejected clip. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what may have caused the handle posts condition. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not feeding into the jaws of the device correctly, like the clip was off track when feeding to the tips. A competitor's device was used to complete the procedure. The device was not from a kit. A cholangiogram was performed in the procedure. There were no adverse consequences for the patient.